Manufacturer narrative:
Serial number is unknown. A follow-up report will be submitted upon completion of the investigation. Additional information has been requested.

Event description:
The customer reported the m4556b cuffs "shrivel" and measure blood pressure incorrectly. The customer reported that the involved patient received unnecessary treatement with a blood pressure lowering medication. There was no reported impact to the involved patient after receiving this medication.